Event description:
Consumer complaint of erratic blood results. Expected blood glucose results fasting range from 90 to 160mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking insulin to manage diabetes. Blood test performed during call ((B)(6) 2015; 2:03pm) with result of e-5. Verified storage of test strips is within specification. Test strip lot manufacturer's expiration date is 01/24/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 144mg/dl (B)(6) 2015, 10:24:00 am, 144 mg/dl (B)(6) 2015, 10:23:00 am, 44 mg/dl (B)(6) 2015, 10:50:00 am, 318 mg/dl (B)(6) 2015, 10:49:00 am, 67 mg/dl (B)(6) 2015, 10:48:00 am. Adverse event not reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defects found. Most likely underlying root cause of malfunction: test strip issue.